Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The caller reported that the insulin pump's back button was sticking. The insulin pump alarmed pump error 53 and several failed battery test. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No display anomalies noted. All buttons are responding properly. No damage on the keypad assembly or unlocked keypad connector noted. No button/ keypad anomalies noted. The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. According to the power management graph shows that the backup battery unloaded voltage was not less of the 3.7v for consecutive 240 minutes and the loaded voltage was not less of the 3.5v for 4 consecutive hours. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm, pump error 25, battery type alarms, or powering off/resetting noted during testing. Formatted history file analysis confirmed pump error 53 due to software error. The insulin pump was received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.